Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented to the emergency department with a dislocated left hip. Xray indicated a dissociation of the stem and head as well as a damaged trunnion. A revision was performed and all implants were explanted.

Event description:
Patient presented to the emergency department with a dislocated left hip. Xray indicated a dissociation of the stem and head as well as a damaged trunnion. A revision was performed and all implants were explanted.

Manufacturer narrative:
An event regarding disassociation (resulting in joint dislocation) involving an v40 femoral head mated with an accolade stem was reported. The disassociation event was confirmed through x-ray review. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: clinician review: the provided medical records were received by a clinician and subsequently rejected for completion of a medical review. The clinician indicated provided x-ray confirms disassociation. Need operative reports, office/clinical reports, examination of components, etc. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: while the clinician could confirm the disassociation of the stem from the head (resulting in joint dislocation), the exact cause of the event could not be determined because insufficient information was provided. Trunnion damage was also reported to have occurred, however the reported damage could not be confirmed. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.